Event description:
It was reported the patient needed significantly more amplitude to provide therapeutic stimulation. Symptoms associated with the event were less than 50% therapy relief in the ¿lb¿ and leg. The device was reprogrammed on the day of report as a result of the event and they had good relief and therapeutic effect. No diagnostic testing or troubleshooting was performed. The cause of the event was unknown. Additional information received on (B)(6) 2014 reported that the implantable neurostimulator (ins) was replaced due to it not having worked well for the patient for a while and the patient had needed to keep turning it up. It was not going to be returned as it was discarded. Follow-up determined that the patient was receiving good stimulation therapy and pain relief. No product allegations were made. The allegation of it not working well was stated as a patient symptom. No further follow-up was required.

Event description:
It was reported that the programmer was involved in the event and the event was device related. The programmer was out of date.

Manufacturer narrative:
Product event summary #reviewed and confirmed / updated rfr, hazard, and conclusion codes. A good faith effort for follow-up was completed. The ipg remains implanted. Evaluated the need for a DHR review, and a DHR review was not required for the ipg. The event was reviewed for existing investigations and none applied. The event was reviewed for known inherent risks listed in product labeling and none were noted. Reviewed for escalation to ncet and escalation was not required. The investigation of the ipg is inconclusive because the cause of the loss of efficacy remains unknown. Concomitant medical products: product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. Product ID: 3708220, serial# (B)(4), implanted: (B)(6) 2010, product type: extension. Product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 3888-33, lot# v444761, implanted: (B)(6) 2010, product type: lead. Product ID: 3888-33, lot# v444761, implanted: (B)(6) 2010, product type: lead. Product ID: 37743, serial# (B)(4), product type: programmer, patient. (B)(4).